Manufacturer narrative:
The customer's lancets were requested for investigation and replacement product was sent to the customer. The occupation is patient/consumer.

Event description:
It was reported that a patient received an order of accu-chek safe-t-pro lancets and they were contaminated with mold. There was green and brown mold on the inside of the packaging and on the package insert.

Manufacturer narrative:
One bag with 5 unused lancet devices were returned for investigation. The contamination with mold could be confirmed during the investigation. The affected lot number was packaged in (B)(6) 2021 and the batch record shows no record of any problems related to the device. The production process was reviewed and no abnormalities could be observed. The root cause of the contamination could not be identified. All bagged products are 100% visually checked. It is highly unlikely the issue occurred during the packaging process. The issue is consistent with contamination occurring either at customer site or at a third party. The investigation could not identify a product problem. The cause of the event could not be determined.